Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, core separation and stretched coils appear to be related to operational circumstances of the procedure. In this case, based on the reported information and photos provided by the account, it is likely that during advancement and/or the procedure the guide wire tip became damaged or kinked resulting in the reported difficulty to remove. Further manipulation against resistance ultimately resulted in the reported core break and stretched coils during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The pilot 50 guide wire was used and when the procedure was completed, the guide wire was removed. Resistance was noted but it could not be determined if it was with the anatomy or the guiding catheter. The coils had stretched away from the core of the wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. Photos provided show the coils are stretched out, but the tip of the guide wire is intact. Communication with the account confirmed no portion remained in the patient. No additional information was provided.